Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the pump touch screen was unresponsive and that the pump could not be charged. Customer¿s blood glucose level was 239 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.